Manufacturer narrative:
(B)(4). Batch # n57g2t. The analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer was present anvil half only and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a colostomy takedown procedure, the surgeon stated that after firing the device and removing it from the anastomosis and then rectum, there was a large hole on the staple line on the patients left side. Leak was determined during pressure test of anastomosis. The surgeon over sewed staple line and leak site. There were no adverse consequences for the patient.